Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, during inserting the needle into the trocar but prior to suturing, the surgeon did not apply force, but the thread came off from the needle. The procedure was completed with another device. There was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one devices. A tactile and microscopic inspection of the sutures was performed with no abnormal ities. The visual inspection of the opened sample noted one suture and one needle. The needle was returned disengaged from the suture. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.